Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva tpn bag leaked from the administration port. The reporter stated that this occurred with either a 2l or 250ml eva bag. This occurred after compounding. There was no patient involvement. No additional information is available.